Event description:
The event description was updated on the (B)(6) 2020, the investigation was also concluded on the (B)(6) 2020. This supplement report is being submitted to include the updated event description within section b and investigation conclusions within section h. This device was used to complete the procedure using a non-recommended wire guide (0.025¿) of a different lot number. It should be noted that this device was used to complete the procedure.

Manufacturer narrative:
1 x spsof-5-5 of lot number unknown involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This is file is linked to MDR ref #3001845648-2020-00735 for user error for device spsof-5-5 of lot number c1702821 that was used prior to this device in the case. As the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all spsof-5-5 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. It is to be noted that this device was used successfully but the wire guide size detailed on the label of the device is 0.035¿. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User error of using a non-recommended wire guide (0.025¿) on the second stent of a different lot number. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."